Event description:
Twice occurrence: on 7/7/99, and 7/2/99. Experienced great difficulty removing guide wire following PICC insertions. In one instance. Resulted in line not being placed in superior vena cava as ordered. Have not experienced this problem with l-cath prior to this. Both placements were of the same lot #.

Event description:
Twice occurrence: on 7/7/99 and 7/2/99. Experienced great difficulty removing guide wire following PICC insertions. In one instance resulted in line not being placed in superior vena cava as ordered. Have not experienced this problem with l-cath prior to this. Both placements were of the same lot #.